Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not have pacer output. Complainant did not indicate that there was any patient involvement in the reported malfunction.